Manufacturer narrative:
Field h6 3191: no code available was used as there is no equivalent FDA code for surgery. The complaint was confirmed. The returned ipg was not functional when it was received in the lab. It could not be charged nor establish communication with a remote control or clinician programmer. An internal electrical test revealed excessive current leakage due to application-specific integrated circuit u2 damage. The database analysis could not be performed using an external power source after removing the depleted battery. It appeared that the device was exposed to high-voltage transients or high rf energy. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. The probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was unable to charge his ipg and the remote control would not connect to it. The patient had undergone a non-device related surgery and it was believed that during the surgery monopolar electrocautery may have been used. The patient underwent an ipg replacement and was doing well post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to charge his ipg and the remote control would not connect to it. The patient had undergone a non-device related surgery and it was believed that during the surgery monopolar electrocautery may have been used. The patient underwent an ipg replacement and was doing well post-operatively.